Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 6943 implantable tachy lead 2002 (B)(6). (B)(4). Product event summary: the device was returned for analysis which is in progress. Performance data collected from the device was received and analyzed. Analysis revealed there was an alert for device battery low at recommended replacement time (rrt). Time of rrt in save to disk on (B)(6) 2013 device rrt less than equal to 2.62 volt.

Event description:
It was reported that the device reached recommended replacement time in less than five years and the longevity was unexpected. Also, the right ventricular (rv) lead impedance was approximately 1280 ohms and the lead had a chronic high threshold of 5.5 volts at 0.5 milliseconds. The device was explanted and replaced. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.